Manufacturer narrative:
(B) (4). The device is expected to be returned for investigation. It has not yet been received. The lot # was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all additional relevant info.

Event description:
Device malfunction: stent dislodgement. Time of device malfunction: during procedure. Symptoms/ae: medical intervention. It was reported that during the procedure in the right coronary artery (rca), the xience v stent dislodged from the balloon outside of the target lesion. An unspecified balloon catheter was used to fully deploy the stent in the rca. There was no adverse pt sequela.